Manufacturer narrative:
Product analysis: visual review confirms rod broken. Multiple witness marks noted on rod. Optical examination did not identify surface defect identified immediately adjacent to the area of initial crack propagation that could contribute to crack initiation and propagation. Fracture surface damage and smearing is noted. Microscopic examination of the undamaged portions of the fracture s urface identified a fairly flat fracture, with initial gently convex progressive striations and beach marks through the cross-sectional area. Dimensional inspection confirms rod diameter to be within print specification. After visual, microscopic and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implants. The above observations are consistent with cyclic fatigue as the mechanism of failure.

Manufacturer narrative:
This product is not approved for sale in us but a similar device with catalog# 828-090, 510k# k964275 and (B)(4) is approved for sale in us. (B)(4)(revision surgery) neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient with kyphosis underwent vertebral column resection (vcr) at t10-il. On an unknown date, post-op, the rod broke; however the patient had achieved solid fusion. The patient underwent revision surgery to replace the broken rod. There were no fragments of implant remaining in the patient.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.